Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with mentor memorygel breast implants 450cc and experienced bilateral rupture due to a car accident. Rupture was confirmed by physician during exam. As a result, the patient underwent removal on (B)(6) 2018. This report is for the first of two devices.

Manufacturer narrative:
The device history record (DHR) was reviewed on 12/6/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).